Event description:
Ous MDR - after an implantation period of approx. 103 months, impedance values < 200 ohm were reported. The lead and ICD were replaced. During the revision procedure, a possible insulation breach on the lead was assumed.

Manufacturer narrative:
The lead and the ICD were returned and underwent a thorough analysis. During the analysis, the lead was checked visually, electrically, and mechanically. A clear abrasion track was found at the lead body 13.5 cm distal of the is-1 connector pin, which is with high probability the result of massive mechanical stress of the lead due to friction at the generator housing. However, the insulation of the conductors was intact in that area. The visual inspection showed a strongly twisted inner conductor helix near the is-1 connector pin, impairing the functionality of the fixation mechanism. In addition, dried blood residue could be detected inside the lead. A mechanical analysis could therefore not be performed. The damages were probably caused during the extraction of the lead. The returned ICD underwent a status interrogation. The device status was mol2, 39 charge processes had been registered. Subsequently, the memory content of the ICD was inspected. The pacing impedance trend shows frequent measurement values <200 ohm, which confirms the clinical observation. The available periodic iegms showed no interference signals. Furthermore, two inadequate charge processes due to interference signals were registered on (B)(6) 2015 and on (B)(6) 2014. In a next step, the signal sensing and the impedance measurement functions of the ICD were tested. The signal sensing proved to be free of noise. The ICD sensed supplied signals free of interferences. The check of the impedance measurement functions also showed no irregularities. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. Overall, the analysis was unable to detect any deviations that could be related to the clinical observation. Especially the electrical analysis of the lead and of the ICD did not show any irregularities. There were no indications of a device malfunction or a material defect or manufacturing error.